Event description:
Plaintiff alleges that as a direct and proximate result of continued and repeated use of latex gloves, she has suffered severe and irreversible type-I latex allergy. Further alleges that she has suffered and continues to suffer from chronic conjunctivitis, itching, faintness, angioedema, watery eyes, shortness of breath, fatigue, restlessness, chest pain, extreme discomfort and other physical injuries as well as great despair and loss of enjoyment of life.